Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during the procedure. The contacts were visually inspected and they looked out of round. The health care professional (hcp) noted that he had some trouble removing the percutaneous extension and one of the contacts did not seem cylindrical. The implantable neurostimulator (ins) was rotated while inserting with de-ionized water for lubrication and this did not resolve the issue. The patient was on the second ins and rotating did not resolve the issue. After inspecting the lead, one electrode was not perfectly round preventing the lead from inserting into the header block. This was a stage two with a trial performed with a lead. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.